Event description:
The customer reported via phone call that she experienced high blood glucose levels while connected to a replacement insulin pump. Her blood glucose level fluctuated from around 100 mg/dl to over 450 mg/dl. The basal rate was not working. The insulin pump alarmed no delivery. The buttons on the insulin pump were hard to press. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test. No excessive no delivery alarm noted. No cosmetic damage noted.